Event description:
No additional information provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3.

Event description:
Upon further review, the event of "suspected burn" was not confirmed and turned out to be the onset of foreign body granuloma. Burn did not occur.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional who was not the original injector reported that a patient was injected with 6ml of juvéderm vista voluma xc under both eyes, on both temples, on the chin, and in the nasolabial folds. Two years later the patient developed a delayed foreign body granuloma. There lumps appeared in the right nasolabial fold and under the right eye. A facelift clinic performed a hifu shower because of a suspected burn. The treatment of topical steroid prescription was provided but it did not improve. After that the area around the mouth and neck began to swell. A skin biopsy was performed at a dermatology hospital and bacterial, and tissue tests were performed. No bacteria were detected. It was diagnosed as a typical foreign body granuloma after the injection. On the 1st clinic visit the patient was treated with 22.5 ml (3375 units) hyaluronidase, the 2nd dissolution (right eye corner, right nasolabial fold base, around the mouth to the chin) of hyaluronidase at the corner of right eye, base of right nasolabial fold; kenacort 0.025ml + hyaluronidase 0.075ml (11.25 units) = 0.1ml. 3rd dissolution (right eye corner, chin) chin; hyaluronidase 2.5ml (375 units), right eye corner; used a very small amount of the mixed liquid injection of saline solution and kenacort, 4th dissolution (right eye corner) ¿ used a very small amount of the mixed liquid injection of saline solution and kenacort. The lump is slightly palpable; the pain and erythema have disappeared. By observation, the patient has not come to the hospital since then. The oral medication: was prednisone 5 tablets (25 mg) / day. Reduced to 1 tablet (5 mg) / day on 02apr, taken orally for about 2.5 months. Rizaben: 1 tablet (100 mg) x 3 times a day, taken orally for approximately 2.5 months.